Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by screws for the rail was loose. The field service engineer tightened the screws for the rail to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure. Unable to open. The customer reported issue occured when dispensing medications to patient. There were no adverse events or injuries reported based on this incident.